Event description:
An ICU physician reported on the after-hours emergency line that the patient presented with a tibial fracture and polytrauma after a fall. This injury was sustained as a result of a fall due to a vasovagal event where the patient passed out. This patient is also hypotensive. The doctor suspected the vns may be a contributory factor which led to his call. The physician was planning on treating the trauma and bone fracture and wanted to know about the potential problematic interactions between the vns and other medical equipment which the physician was advised on. The physician refused to provide the patient name due to patient concerns. The physician was advised to have the patient follow up with their treating neurologist to have the device interrogated and possibly receive a therapy adjustment if needed which the physician confirmed understanding of. No additional relevant information has been received to date.